Manufacturer narrative:
The event occurred during an unspecified date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was discovered in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This event occurred during preparation and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection was performed under normal room conditions and the reported condition was verified. Loose white particulate matter was observed inside the fluid pathway of both samples (bottom left of the bags). Stereomicroscopic examination was performed which revealed the particles were clear, elongated polymeric consistent with ethylene vinyl acetate. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.